Event description:
The pt called alleging that the meter powers off during use. The battery was replaced less than a year ago and the issue still persisted. The battery was correctly installed and was in good condition. Customer service was unable to resolve the issue and sent the pt a replacement meter.